Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pacemaker implant, high capture threshold on the ventricular and atrial channels were observed. Insulation was noted on the ventricular lead post-implant. During the lead was repositioning low pacing lead impedance was noted. The lead was replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.